Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited reduced r waves during implant. The lead was re-positioned and the r waves were re-measured. It was noted that there was high rv impedance. As well, the patient's implantable cardioverter defibrillator (ICD) exhibited sensing and detection issue during implant. The physician chose to observe the patient before attempting any intervention on the lead and device. Both products are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex. If information is provided in the future, a supplemental report will be issued.